Event description:
It was reported that the colonovideoscope's had inadequate disinfection of the water supply pipes and that the disinfectant concentration had not been evaluated at oer-4. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated h3. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction could not be reproduced. It is thought that there may have been a difference in understanding between olympus' recommendations and the facility in question regarding equipment handling and reprocessing procedures. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU warns against improper reprocessing, describing, ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.